Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes may include the following: leakage occurred by physical stress, etc., water invaded the device and abnormality occurred at the electrical components. A definitive root cause cannot be identified. This issue is covered in the instructions for use: inspection of the endoscopic image. Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU. Do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This device is not sold in the us but a similar device is. This device was repaired twice in 2021. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the device yielded no image only a black screen and an e315 scope error message was received. This is attributed to the leakage of the light guide tube lead to the immersion of the video connector. The light guide tube surface leak detection interface also had poor airtightness. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use for an unknown diagnostic procedure, a e315 scope error, indicating no image, was observed for the device. The patient of the intended procedure was not under anesthesia. There is no patient involvement. The intended procedure was completed with another similar device with no delay.